Event description:
Device evaluation completed.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390. Complaint of unit leaking was confirmed. Physical condition of device revealed a stripped interlock block, bent micro switch and leaking block assembly. Device powered on, water tank filled and attached temp check which revealed block assembly leaking. The cause was block assembly and interlock block couldn't get tight enough to form a water tight seal.action was taken to replace the block assembly along with micro switch. Device passed all functional testing .

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has a leaking unit. No patient adverse events reported.